Event description:
Report received of an underdelivery due to a fluid leak from a distal clave port. It was reported that a patient was admitted to the micu from the ER with an insulin drip infusing at 20 units/hour. It was unknown to the reporter how long the drip had been infusing. It was reported that although the patient was receiving insulin, the patient's glucose level had not dropped significantly. When the micu clinician was doing an initial patient assessment at approximately 7:00 a.m., she noted fluid leaking from the distal clave port. There were no obvious abnormalities visualized on the clave port. There was no reported bleedback. Upon further investigation, it was noted that the IV was clotted, and a new IV site was established. A new tubing set was used, and the insulin drip resumed with no further problems. After several hours, the patient's glucose level returned to within normal limits, and the insulin drip was discontinued. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.